Event description:
Upon the removal of the ivus catheter, the tip of the catheter was noted to be unattached from the body/shaft of the catheter. Our manager and product rep was notified of the defective catheter.